Manufacturer narrative:
There was button error alarm and no button response due to corroded keypad trace. Unable to perform the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The unit was received with a scratched lcd window, cracked display window corners and a cracked reservoir tube lip.

Event description:
The customer reported a button error alarm. The blood glucose reading was 256 mg/dl. Prior to the event, the patient was cycling and the insulin pump may have been exposed to perspiration. The insulin pump has some physical damage. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.